Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2003; 4194 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead has been increasing over the last year. The lead was explanted and replaced. No patient complications have been reported as a result of this event.